Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained additional information: there was no tissue damage and no stuck tissue. The instrument was not functioning for this tissue, so they switched to another instrument. There was no patient injury. A review of the provided images/video was performed by an intuitive surgical, inc. Failure analysis engineer. The following additional information was provided: no obvious damage to the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer attempted to use the synchroseal instrument for clearing the kidney and was unable to penetrate tissue properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the customer wanted to test the use of the synchroseal instrument for a procedure of kidney removal for transplantation. However, during use, the tissue was stuck too much, making this device unsuitable for this procedure. They switched to the vessel sealer instrument. A video recording and image(s) of the procedure/instrument are available, but they have not yet been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined.